Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms or motor error alarm noted. Motor was tested outside the device and passed. Multiple boluses were program and properly delivered and recorded in history. No bolus anomaly was noted. The device functioned properly. It was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 600 mg/dl. The customer fainted in a store. At the hospital they were treated with insulin drip. Upon leaving the hospital the customer's blood glucose was 140 mg/dl. The customer was wearing the insulin pump but it was taken off at the hospital. Later, the insulin pump alarmed no delivery and motor error. The customer changed the infusion set, which didn't help. At the time of the call their blood glucose was 329 mg/dl, which was treated with manual injection. The customer was dizzy, nauseous, confused, and had frequent urination. The time was incorrectly programmed in the insulin pump. The customer does not use the bolus wizard; they use a sliding scale. The feature was turned off. There were many no delivery and motor error alarms in the alarm history. They do not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.